Manufacturer narrative:
Additional data: h3: device evaluation: the lens was returned in liquid, in a microcentrifuge vial, with residue/debris on product. Visual inspection found a haptic bent. Dimensional verification was performed and the lens was found to be in specification. Corrected data: d4: primary unique device identifier (UDI) #: (B)(4), "UDI related data quality updates only". H4: device manufacture date: 08-sep-2023. Claim # (B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. Due to lens rotation not associated to a low vault, the lens was removed and replaced intraoperatively for a longer length lens. The problem was resolved. Cause of event was reported as unknown.